Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the treatment was completed by using another system. The customer reported to remote service engineer (rse) that the system was frozen. The philips field service engineer (fse) went onsite and identified that the flex viewing pc was not starting up. The analysis of the system log file identified that the control network connection to flex vision was malfunctioning and numerous recordings of kmclientremote process crashes occurring since the startup. The cause of the flex viewing pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the flex viewing pc and installing software by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that when the end procedure was executed, the system was frozen. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.